Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra meter does not turn on. The pt did not allege that she developed any symptoms. The pt denied seeking medical attention and did not take any action regarding diabetes treatment due to the issue. The product was not new. After correctly installing the batteries, the meter still did not turn on. The battery contacts were in good condition. Based on the info provided, there did not appear to be any misuse of the product. This complaint is being reported because the issue was not resolved during troubleshooting. The pt did not allege any symptoms and did not seek medical attention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.